Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the implantable pacemaker generator [ipg] device "keeps shocking me, and then it itches after." The patient also reported feeling "tired after [going] for a walk." The patient was advised to discuss the situation with the cardiologist. The device remains in use. No further patient complications have been reported as a result of this event.